Event description:
The hcp reported that the pt was experiencing nausea, chills and malaise. "Pump reprogrammed up too much for pain level. Pt has very narrow margin of tolerance." Two ampules of narcan were administered resulting in a "severe withdrawal effect." Pump reprogrammed. The pt was off work for 3-4 days, but recovered without sequelae.